Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During fitting on (B)(6) 2022 affected channels were seen. No swelling or redness was observed. The user has been reimplanted.